Event description:
During insertion of self-tapping anchors, the physician broke two anchor drivers. Driver broke at the shaft tip. Doctor successfully removed partially inserted anchors and shaft tips. Doctor completed case using pre-drilled anchors. No injury to pt reported.